Event description:
This lead was explanted and replaced because during a lead revision for the rv lead, this lead was "found to be compromised". There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the returned lead showed severe damages and deformations. The distal part of the lead was found partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Further inspection showed damages at the is-1 connector, cuttings in the insulation and deformations of the outer coil. As the root cause of the observed damages, mechanical forces, applied during the explant procedure should be taken into consideration. In summary, severe explant damages were found which resulted presumably from the application of mechanical forces during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.